Event description:
Pt was treated in 2005. During treatment, the pt developed over 100 burns at 2-3mm in size, also some 2nd and 3rd degree burns. The burns have resolved now. The pt has hypopigmentation.